Event description:
It was reported that the connector was broken on the handpiece where it would plug into the generator. There was no patient consequence.

Manufacturer narrative:
Evaluation summary: the hand piece was returned with a loose mount and the nose cone cracked. However, no anomalies were noted with the connector. It was connected and tested on a generator and gave an error code 3. The hand piece was disassembled; a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.